Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and returned in two sections. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed, fracture of inner coil near is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information from product investigation confirmed, fracture of inner coil near is-1 end. It was reported that this lead was explanted due to a perforation, as a result the lead exhibited under sensing, amplitude issues and loss of capture. The lead was intended to be replaced but it had helix extension problems. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to a perforation, as a result the lead exhibited under sensing, amplitude issues and loss of capture. The lead was intended to be replaced but it had helix extension problems. No additional adverse patient effects were reported.